Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 432-433 mg/dl and high ketones. Customer attempted to addressed bg by manual insulin injection. At the ER, customer was treated with intravenous fluids of saline and 30 units of lantas insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.